Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Result: visual inspection of the returned lens showed the lens was split into two pieces and a piece of the lens was torn off and missing. There was evidence of a clear surgical residue. (B)(4).

Event description:
It was reported that the aa4203tl silicone single piece lens got caught in the injector and sheared in half. The lens was removed and replaced with another same model lens without any patient injury. The reporter indicated the root cause of the event was a handling/loading issues.